Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposal switch is not detecting when the disposal is unplugged. No report of patient involvement.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a damaged power switch, line cord, and printed circuit board (pcb). Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. When a disposable or temperature check are attached to the device, they were not detected by the micro switch confirming complaint. A root cause was a damaged microswitch lever. It is unknown what caused the malfunction, and it was the most probable from usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous twelve months and there was no indication that the complaint was related to a previous service of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.